Event description:
It was reported that the lead exhibited high thresholds. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.